Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported that the patient was hospitalized due to the accu-chek performa system providing erratic results. In hospital, the patient received the following results within 15 minutes: 114 mg/dl with the patient's performa meter and 480 mg/dl with the hospital meter while using performa test strips incorrectly stored outside the original box. The patient's mother stated that the patient was treated with insulin administered intravenously. For a month and a half, the meter has been providing readings that were lower than the actual blood glucose level. The problem occurred with several test strip vials, but the patient's mother couldn't mention the exact number, nor the frequency of the issue. The patient experienced the following hyperglycemic symptoms after performing several tests that gave readings in the range of 111-116 mg/dl: coma, vomiting, fatigue, stomachache, ketoacidosis, loss of consciousness, seizures, dizziness, headache, numbness, slurring speech, memory loss.